Event description:
Pt with ventricular tachycardia, s/p implantable cardioverter defibrillator in 1997 (intermedics 101-09), defibrillation lead (intermedics 109-09). Pt did well, but had 2 shocks (inappropriate) on 4/27, due to documented defibrillator outer coil fracture. The lead was extracted and device replaced.